Event description:
The account alleged the bed exit alarm did not function. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found the bed functioned as designed, no repair needed.